Event description:
It was reported by service report that the power cord is damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bent and loose power prong.